Event description:
The physician reported that he observed several recorded episodes of oversensing and noise in ventricular. In 2011, the lead was explanted and replaced due to this, but not returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.